Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the proximal right coronary artery rca with moderate calcification and mild tortuosity. Pre-dilatation was performed with a non-abbott balloon and a non-abbott stent was implanted. For post-dilatation the 3.5x15 mm nc trek balloon dilatation catheter bdc was advanced with resistance with the anatomy noted and inflated but it ruptured during the first inflation at 18 atmospheres. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.